Event description:
It was reported that following a monarc sling implantation, the patient complained of pain and tenderness. The physician diagnosed "vaginal extrusion at sulcus and bacterial vaginosis infection." Antibiotics were administered and a sling excision surgery occurred on (B)(6) 2014. The surgeon removed the entire right side of the sling, which is where the patient was having issues. The physician left in the sling's left side. At the patient's 2-week post-op visit, she was "doing well and had no leakage." No additional patient complications have been reported in relation to this event.